Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation/evaluation. The investigation confirmed the occurrence of the reported ¿green image¿ and traced it back to a defective r-unit. The stripes were caused by a defective cable assembly. Thus, the reported incident was attributed to component failure. The investigation also found the outer tube, and the fiber composite of the optical fibers to be damaged. These damages were caused by external force and can thus be attributed to user error. However, they are not directly related to the reported image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that a video telescope was returned for repair showing a green and pink striped image. There is no indication that the reported image failure occurred during a procedure and there was no report about an adverse event or patient injury.